Manufacturer narrative:
It was reported that right hip revision surgery was performed due to pain, metallosis and other complications. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. The available medical documents were reviewed. Review of the provided implantation report did not reveal any inconsistencies related to the surgical technique that could explain the later revision. According to the provided revision report, the patient had pain, elevated blood metal ions and constitutional symptoms the patient related to the metal hip. During the revision hemosiderin stained tissue was noticed but no obvious metallosis. No additional information on the constitutional symptoms and the blood metal ions was provided. Based on the limited information, further investigation is not possible. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21cfr, part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. - attachment: [153365 summary.pdf]

Event description:
It was reported that right hip revision surgery was performed due to pain and other complications.

Manufacturer narrative:
[(B)(4)].